Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which the report indicates that during patient yearly mammogram doctors told her she must remove her implants immediately. She has a firm lump in the right breast. Encapsulated implants. Both implants are not symmetrical and relative pectorals muscle, breast parenchyma nipple. These issues occurred after implantation. The issue of encapsulated implant confirmed by the physician. As a result patient had the implants removed on (B)(6) 2010. This report is for the left side.

Manufacturer narrative:
On june 30th 2020 additional information received indicates that the patient state that implants made her ill, ruptured and affected her immune system. Correction. The suspect devices are mentor gel. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to remove device code deflation, and replaced with adverse event, to more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4).